Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. The device failed accuracy confirmation testing. An inspection of the piston foam found that it was deteriorated and that the door piston was cracked. Test piston foam was installed in the device and it was able to pass accuracy testing. The original piston foam was reinstalled and the device was not able to pass accuracy testing. Temperature verification was performed on the device and it passed. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated piston foam and the cracked door piston. These parts were scrapped. Should additional relevant information become available, a supplemental report will be submitted.